Event description:
Information was received indicating that the cadd solis vip pump failed the volume test. There were no adverse events reported.

Manufacturer narrative:
Information was received on 01-26-2021 indicating that the unit did not fail while in use with a patient. The event occurred while testing. Device evaluation completion date: 02/02/2021: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the customer?s reported issue was unable to be duplicated. The pump alarmed error 41171 before accuracy test was started. Printed wire assembly (pwa) board change is recommended. Expulsor will be replaced as a preventative measure due to customer problem reported. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.